Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: ot246182.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- volista standop. As it was stated, the tape on the fork was loose and could fall into the patient. There was no injury reported however we decided to report the issue in abundance of caution, as any foreign objects falling off into sterile field or during procedure might be a source of contamination. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification. The device was not used for patient¿s treatment when the issue occurred. Subject matter experts performed the tests to check if the preventive solution will resist the daily cleaning of the device and concluded, according to the test results, that the degradation was caused by improper cleaning protocol. In addition, the device affected was included in the scope of field action msa-2019-001-iu (registered by FDA as z-1852-2019, z-1853-2019, z-1854-2019, z-1855-2019, z-1856-2019, z-1857-2019, z-1858-2019, z-1859-2019, z-1860-2019, z-1861-2019, z-1862-2019, z-1863-2019, z-1864-2019) and it was decided that the defective part will be replaced, therefore getinge does not propose any other action at this time.

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturing site.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights- volista standop. As it was stated, the tape on the fork was loose and could fall into the patient. There was no injury reported however we decided to report the issue in abundance of caution, as any foreign objects falling off into sterile field or during procedure might be a source of contamination.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
(B)(4).